Manufacturer narrative:
(B)(4).

Event description:
It was reported about one month after implantation, lead perforation was discovered and the patient experienced a pericardial effusion. Ventricular oversensing and fluctuating r-wave amplitudes were observed on session records. The lead was explanted in another hospital. The patient is alive and remains in the hospital. No further information is available.